Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated the tracheostomy tube was leaking within a week of intubation. The patient was re cannulated with another tracheostomy tube after about a week. The caller could not tell where the leak was and when he squeezes the cuff, the air does go out.